Event description:
It was reported that during unknown procedure, the tip bent in the guide therefore the anchor did not deploy. No back up device was available. There was no delay or patient injuries reported.

Manufacturer narrative:
(B)(6). The returned instrument, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the device and the reported incident. Visual inspection of the q-fix disposable kit 2,8mm shoulder, shows a returned q-fix with a damaged/broken distal end and an inserted appropriate drill. The distal end of the shaft is damaged/bent probably during exposing the bone at the desired location. This damage protect that the drill doesn't reach the end position. The drill can be removed from the drill guide. No other parts were returned with the instrument for evaluation. The device is a single used device and could not be functional tested. The complaint was not verified and an exact root cause cannot be determined with confidence; however, factor unrelated to the manufacture or design of the device that could have contributed to the reported event include: bone quality, drilled bone hole size. Poor bone quality or oversized drilled bone hole can result in damage to the device and device failure. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.